Event description:
Additional information received indicated the patient presented in clinic and it was determined that the ble telemetry issue was due to excessive ble communication resulting in the icm switching to telemetry lockout mode. This was resolved via a simple interrogation. There were no patient consequences reported.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.